Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the non-boston scientific left ventricular (lv) lead. Additionally, the noise was also observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the non-boston scientific left ventricular (lv) lead. Additionally, the noise was also observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The product remains in service. The crt-d was explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the non-boston scientific left ventricular (lv) lead. Additionally, the noise was also observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The product remains in service.